Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information could be obtained.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 3 years ago from date manufacturer was made aware. Block d6b: explant date: 2021.